Manufacturer narrative:
This report is resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Article attached: "edge-to-edge mitral valve repair with extended clip arms."

Manufacturer narrative:
Exemption number e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clips remain in the patients. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of death, date of event, date of implant - estimated. Article: "edge-to-edge mitral valve repair with extended clip arms." (B)(4).

Event description:
This is filed to report the patient deaths. It was reported that post clip implantation, patient deaths occurred that may be related to the implanted clip. Details are listed in the article, titled "edge-to-edge mitral valve repair with extended clip arms:¿ please see article for additional information.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The devices were not returned for analysis and a review of the lot history records could not be performed as the part and lot information regarding the complaint devices were not provided. A definitive cause for the deaths could not be determined. The reported patient effects of death as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott vascular medical affairs director. The reviewer stated that the overall clinical outcomes were satisfactory, and the rates of reported complications are within the expected range in such a patient population. There was no evidence that the reported deaths were related to the device. Although a conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.